Event description:
The peritoneal dialysis patient's wife called and reported that during treatment when the patient had filled with 545ml of expected 2500mls in fill 1, she noticed one of the tubing lines connected to the supply bag was leaking so she immediately turned the cycler off and cancelled the treatment. The sample was discarded. The patient's peritoneal dialysis nurse was contacted for additional information. The nurse reported that the patient's effluent remained clear and no prophylactic antibiotics were used.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.